Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced erosion at the cuff site. A surgical procedure was performed to remove the aus, repair the erosion, and allow the area to heal with a catheter. Now that the urethra has healed, a new aus has been implanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).